Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a video assisted thoracic surgery lobectomy procedure, the cartridge did not stay securely in the device, the distal tip kept popping out. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded and will not be returned for evaluation. Additional information has been requested, a supplemental report will be sent upon receipt of further detail.